Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in the endovascular treatment of a 62 mm thoracic aortic aneurysm. It was reported that a CT was performed and a type ib endoleak was confirmed from the distal side of the valiant captivia stent graft system to the inside of aneurysm. It was reported that 36 months post index procedure, 2 valiant navion stent grafts were implanted to treat the event. It was stated that no endoleak was noted after intervention. The cause of the event is unknown. No additional clinical sequalae were reported and the patient will be monitored.